Manufacturer narrative:
Product was not returned.

Event description:
Customer stated the bristle of the brush kept coming out; he stated it's the 3rd time it happened every time he purchased the replacement part. He's not comfortable brushing his teeth; afraid to swallow the bristle.